Event description:
It was reported the patient developed a systemic allergic reaction after the solo catheter was inserted, but the symptoms were relieved after treatment with anti-allergic drugs and extubation. Additional information 04/12/2024: it was reported the anaphylactic reaction occurred 10 minutes after the solo catheter was inserted and during the process of taking a radiograph. No drugs were infused into the patient during this period, and the guidewire catheter was prefilled with heparin saline. No other information can be provided. Additional information 04/15/2024: it was reported the patient¿s symptoms were red and swollen conjunctiva. After treatment, the symptoms were relieved, and the device was discarded. Additional information received 4/19/2024: it was reported the patient has not had any similar allergic reactions before and it is unknown if there are other allergens or triggers. Patient was treated with dexamethasone. The duration of the catheter was 20 minutes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.